Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
It was reported that the patient underwent a skin flap reduction surgery on (B)(6) 2022 due to report of issues maintaining connection with the processor coil. The implanted device remains.